Event description:
It was reported that the needle broke off and stayed in cap during use with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, translated from french to english: the connection between the needle and the insulin pen was made correctly, but purging was impossible. The needle did not secure itself, it got stuck in the rubber cap of the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-04-15. H.6. Investigation summary one open and fifty seven sealed 30g x 5mm safety pen needle samples were returned from lot. No. 9141984, cat. No. 329605. Along with an insulin pen. Visual examination was carried out on the open sample and a bent non patient end of cannula was observed. Visual examination of the insulin pen was carried out and a broken piece of cannula was embedded in the top of the pen. Visual examination was also carried out on the fifty seven sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off and stayed in cap during use with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, translated from french to english: the connection between the needle and the insulin pen was made correctly, but purging was impossible. The needle did not secure itself, it got stuck in the rubber cap of the pen.